Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on eliquis and aspirin. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there were no issues with the closure device. The physician switched the patient to plavix and aspirin at this time. Seven (7) months post procedure the patient was taken off plavix and remained on aspirin. Transesophageal echocardiogram (tee) imaging at around two (2) years, four (4) years and six (6) years showed no issues and no thrombus present. Seven (7) years post procedure a large thrombus was present. The patient was started on eliquis in response to this event. There were no other complications that were reported to have occurred.